Event description:
During evaluation of a returned spectrum pump, the device intermittently powered off. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the pump intermittently turned off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pin. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.